Event description:
This is submitted to report that post-procedure death occurred. The clip would not open and during withdrawal, the clip was inadvertently deployed in the atrium. The patient was sent to surgery and died the next day. It was reported that the mitraclip procedure on (B)(6) 2015 was to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip (40908u214) was deployed without issue. The second clip (41210u201) was advanced without reported issue; however, there was difficulty grasping the clip to the leaflets because the anterior leaflet was prolapsed in the mitral valve. During deployment the clip could not be deployed. Troubleshooting steps were performed; however, the clip still could not be deployed. The clip was released from the mitral valve; however, during removal of the clip to the steerable guide catheter (sgc), the clip was deployed inside the left atrium. As the clip was still attached to the gripper line, it was removed from the atrium and pulled back through the inferior cava vein to the femoral vein; however, the clip was not removed from the patient. Vascular surgery was performed to remove the clip. The patient lost approximately 1.5 liters of blood and experienced hypotension during the surgery, and was given a blood transfusion. There was a clinically significant delay in the procedure; however, the patient was stable after the procedure and was transferred to the intensive care unit (ICU). On (B)(6) 2015, the patient expired. No autopsy was performed, and the death was reportedly due to the complications of the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported inability deploying the clip was not confirmed via returned device analysis. In addition, the reported difficulty grasping the leaflets could not be replicated in a testing environment as it was based on patient/procedural conditions. The investigation concluded that the difficulty grasping the leaflets was related to patient/procedural conditions; however, a definitive cause for the reported inability deploying the clip could not be determined. The reported patient effects of hemorrhage, hypotension, and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.